Manufacturer narrative:
It was reported that during procedure and outside the patient the polarstem knock plate large (75102238) broke while being malleted during surgery. The device intended for use during treatment was not returned for investigation and no batch number was communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. The risk of the device is monitored throughout pms activities. Therefore, the need for corrective action is not indicated. Based on available information a root cause cannot be determined. Nevertheless, smith and nephew will continue to monitor the device for similar issues. The complaint will be reopened should the complained device or additional information be received.

Event description:
It was reported that during procedure and outside the patient the polarstem knock plate large broke while being malleted during surgery. No injuries or surgical delays reported. It is not known how this procedure was completed.